Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for falling and breaking their ribs. The customer's blood glucose level was 123 mg/dl. The customer stated that insulin was not being delivered from their insulin pump. The customer was assisted with rewinding their device to resolve the issue. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.